Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced high pacing thresholds and "sensing issues." The lead was programmed unipolar, then capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that a clinical data review was completed. The rv lead had 822 ventricular high rates; some of the episodes had very short interval counts (sic), indicating a likely fracture. The impedance and threshold trends were stable throughout.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).